Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lead was reprogrammed to increase rv sensitivity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a sensing integrity warning caused by short v-v intervals. It was noted that noise/artifacts were observed on the ventricular electrogram (egm). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.